Manufacturer narrative:
The inrush suppressor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The din rail for the imaging system was returned to the manufacturer unused, indicating the component was not replaced.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that there was no power lamp on mobile view station (mvs) or image acquisition system (ias). The fuses of the system were open. Representative replaced fuses and upgraded din rail and inrush suppressor to prevent fuse opens on power surges. After replacing parts the system was powered up and connection were tested. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure the mobile view station (mvs) of the imaging system would not power on. There was no patient present at the time of the issue.